Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reportable needle mechanism failure to fire and properly retract the needle or to determine its root cause. No qualifications were reviewed as the product lot number was not provided.

Event description:
The customer reported that when the pod was removed, it was noticed that the needle never retracted.